Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The customer indicates that he doesn't have the exact day, and gives an installation date of (B)(6) 2024 and a loss date of (B)(6) 2025 for stage 2.